Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. In addition, it was that a minimum fill notification occurred after filling the cartridge with 300 units. Customer's blood glucose level was 136 mg/dl. Customer reloaded the cartridge and was bale to successfully resume insulin delivery.